Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting rapidly. Additionally, the pump history was not reflecting the most recent charging data. Blood glucose was 93 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.